Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed two pins in battery well 1 that were loose. Physio tightened the 2 battery pins as a preventive measure and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device display started blinking on and off. In this state defibrillation therapy may not be available to the patient if needed. There was no patient use associated with the reported event.